Event description:
Additional information received reported that the patient still was still having concerns regarding their device or therapy, but they were working with their doctor or medtronic representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the patient was unable to adjust stimulation. The patient stated that ¿several¿ times when she went to check her device her stimulation was off. The patient felt the stimulation was turning off by itself and this happened every week. The patient also mentioned that ¿sometimes¿ she will not get the regular programmer screen up either. The patient was assisted with the programmer and saw ¿sync with device¿ when she pressed the power on and off key. The patient was informed that this only powers the programmer on and off. The patient was now seeing the regular programming screen and stimulation was on. The patient was on program 4 and it was stated that programmer training was ineffective because she was still under the effects of anesthesia. The patient also reported that ¿sometimes¿ she felt ¿a painful or sharp¿ when stimulation came on. The patient stated that ¿last week¿ while she was sitting and having supper she felt a sharp pain in the area where she urinates; it only lasted ¿a little bit.¿ the patient noted that when stimulation was on it helped with bladder retention but did not help when it was off. However, the patient was having issues with more constipation when the stimulation was on. The patient noted that she suffered from irritable bowel syndrome (ibs) with constipation before implant. The patient had to ¿take so much¿ for her ibs that she also had leakage in her bowels prior to implant. After implant the patient was ¿hardly going ever,¿ only one bowel movement a week. The patient had an appointment with her health care provider (hcp) scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va03y4m, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).